Event description:
It was reported there was a partial revision performed during an I&d for infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head. If additional information is received, it will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a unknown ceramic head was reported. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported there was a partial revision performed during an I&d for infection.